Manufacturer narrative:
Device was evaluted on may 21 2024, the flow rate offset % was recalibrated from 11% to 7%. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 05/21/2024, zyno medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. No patient was involved.